Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced line blocked alarms in unknown pump while using the cadd cleo 90 infusion set. After removal of cannula site, it was found bent. There was patient involvement but there was no harm.